Manufacturer narrative:
January 22, 2016 03:26 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hemopro power supply started to emit strange sounds. Almost sounded like 'static electricity'. The cautery was not working well. They stopped using the power supply and brought in one from another room. It worked fine. Cs customer service: please ship replacement vh-3010 to my home and I will bring in to hospital.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, the device was sold to the distributor on (B)(6)-2013 which places the approximate usage life at two years, therefore it appears to have been used beyond its serviceable life. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. The device was returned to the factory for evaluation. There were signs of clinical use and no evidence of blood. The device showed signs of wear at the connector. The device serial number is (B)(4) and the manufacture date is 28-march 2013. The device was sold to the account on (B)(6)-2013, which makes the approximate age of use two years. The device was evaluated for its electrical function according to the service manual using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all electrical tests performed, the led light was visible and an intermittent tone was audible when current was being measured. The results of the electrical evaluation are as follows: no load voltage: 5.49 vdc. Low current: 3.98 amps dc. High current: 5.98 amps dc. The values recorded are within tolerance, based on the results of the evaluation, the reported complaint was not confirmed. (B)(4).

Event description:
The hemopro power supply started to emit strange sounds. Almost sounded like 'static electricity'. The cautery was not working well. They stopped using the power supply and brought in one from another room. It worked fine. Cs customer service: please ship replacement vh-3010 to my home and I will bring in to hospital.